Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion was confirmed and reproduced. It was caused by a wide inscribed pin dimension; which has been proven to be a cause of both false upstream occlusions and air in line alarms. Also, when tested using a mixture of 1080 glycerin, the upstream sensor values were found to be below specification. As a result, the upstream sensor was replaced.